Manufacturer narrative:
The analysis of the lead discovered fraying of the insulation 16 cm distal of the connector pin and fraying of the coating of the rope conductor to the ring electrode in that area. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. All other damage at the lead is with high probability due to the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 9 months, inappropriate shock deliveries were reported. No deterioration of the patient's state of health was reported. The lead was explanted.